Event description:
It was reported that while using a bd pyxis¿ medstation es, a popup appeared displaying a prompt for administrator credentials. The customer indicated that this occurred on all medstations in two separate hospitals, however, the customer only provided specific information for one device. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it had been determined that the application had closed due to a popup. A technical support specialist (tss) stated that the remote smart service (rss) team had made aware of devices prompting for administrator credentials after rebooting. This was caused by a conflict between credential manager and the newly applied rss 4.12 agents, linked to outdated credential manager profiles. The tss had planned to update these profiles after approval and extend the fix to the broader install base. As a temporary workaround, the customer had been advised to enter carefusion admin credentials or delete a specific registry key if login failed. The issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that while using a bd pyxis¿ medstation es, a popup appeared displaying a prompt for administrator credentials. The customer indicated that this occurred on all medstations in two separate hospitals, however, the customer only provided specific information for one device. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.